Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the patient experienced retinal detachment. Additional information for this event was requested but not received.

Manufacturer narrative:
The lens was not returned for evaluation. Device history records were reviewed and no discrepancies or anomalies were found. In spite of multiple attempts, additional information regarding patient's prognosis was not obtained. Based on the available information, the root cause of this event could not determined.